Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/14/2018. Philip's service engineer replaced the blower assembly and the device was returned to use.

Event description:
It was reported that the ventilator blower on/off button had no response when pressed. There was no patient involvement. The event date was not specified; estimate used.